Event description:
Reference number (B)(4). Event occurred in spain. It was reported on (B)(6) 2024 that the infusion set cannula dislodged from tissue during use which results into high blood glucose level of 230mg/dl. The issue got resolved by correction insulin and replaced the infusion set. No further information available.

Manufacturer narrative:
Patient city - (B)(6).